Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the first issue occurred about 1 month ago. Customer's blood glucose was 300-400 mg/dl. Customer has been taking steroids. Customer does not recall the issue he was having. Customer stated that he had a bent sensor last week and his blood glucose was between 300-400 mg/dl. Customer was also taking steroids. Customer stated that he had 2 calibration errors. Customer stated that he ended up taking out the sensors. Customer was advised that the sensors will be replaced.